Event description:
A nurse reported a system message code was received and the system shut down during a procedure. The system could not be reported and the system was exchanged to complete the surgery. There was no pt harm.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).